Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the device did not deploy, but was able to cut the tissue. There was a small loss of tissue due to they had to staple again. There was no patient injury.